Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when re-plugged into a power source. Customer woke up with an elevated blood glucose (bg) level of 382 mg/dl and vomiting; customer did not require any third party assistance. Customer resolved bg and resumed insulin delivery successfully.